Event description:
A software bug caused one of the 5 treatment fields to be treated twice and one of the fields not treated. Details as follows: facility uses linear accelerators (linac) mfg by electra oncology systems to treat cancer pts. The pt treatment parameters are managed by the linac controller. The operator selected the right beam for treatment from the control screen, and the system displayed the right beam parameters. However, the system delivered according to the parameters of another beam, which had already treated on that day. The incident caused an overdose of about 25% on the given fraction. Although no adverse effects are expected due to the low overall dose discrepancy (0.7% of total dose), the software bug can cause greater problem if the pt is treated for a small number of fractions. The fact that a large number of hosp using the same equipment is another reason for immediate attention. Elekta has been notified of the problem both verbally and in writing.